Event description:
The customer called and reported the insulin pump screen beeped several times and the screen went totally blank. Customer then checked the status screen and there was a low battery alarm in the history. This occurred while customer was washing her face in the bathroom and her blood glucose was 264 mg/dl. The customer reportedly did not received a weak battery alert and the batteries were not previously used. Customer was advised to clean battery cap with a dry cotton swab and to wait 5 seconds before inserting a new battery. It was advised customer would be sent a replacement battery cap. The customer also stated there was a crack in the battery compartment. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.